Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit. Facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests.the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged false-positive results generated while testing with the cobas® 6800/8800 within 3 run batches. The initial run batches # 2722, 2740, and 2742 tested positive for the sars -cov-2 target. The same samples were retested using alinity m sars -cov-2 assay and the results were negative. The negative results of the retest were released to the patients and medical personnel. No harm is alleged. Per the FDA guidance three (3) mdrs will be filed, one (1) per each sample. Investigation is ongoing

Manufacturer narrative:
Review of the data showed no systematic issue and product problem. The most likely root cause for the discrepancies observed by the customer is the differences in technology as well as the off-label collection used. Note that as documented in the method sheet the e-gene target is from a (conserved region) of the virus, which means that this target sequence is less likely to contain mutations that lead to detection drop out. This case is substantiated. (B)(4).